Event description:
It was reported that during infusion the tip was clogged and the medicine did not come out of the syringe. There was patient involvement but no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.